Event description:
Battery was returned from zoll (B)(4) with the complaint: "faulty battery." Test data was provided. No adverse event reported.

Manufacturer narrative:
Complaint of "faulty battery" was not confirmed. The battery passed the minimum power requirement of 1300 watts after ir was test cycled. The data provided with the battery also indicated that the battery had passed testing.